Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by insufficient customer's reprocessing that deviated from the instruction manual. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found a foreign material adhering to the main body of the device while inspecting the device returned for repair. There was no report of patient injury associated with this event.